Event description:
It was reported that elevated blood glucose readings and sensor error were observed following an infusion site change during use of the infusion set. The patient disconnected the site and performed a cannula fill, confirming insulin flow through the line. A bent cannula was identified upon removal of the old infusion site, and the site was replaced with a new cleo infusion set. There was patient involvement with no reported patient harm. The reported issue resulting in elevated glucose.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.